Manufacturer narrative:
H3: product analysis: part # g6626525, lot # h5949092 visual and optical inspection revealed the implant was returned damaged. One of the corners where the release/lock mechanism connects has been completely separated from the body of the implant. The implant is fragile and can overloaded. It appears the implant was overloaded from impact force from a hammer during the implantation procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, distributor) regarding an event which occurred during a c5-c6 acdf procedure in a patient. It was reported that when cage divergence was inserted into the inserter and knocked with hammer, it broke. There was no patient symptom reported. There were no further complications reported regarding the event.